Event description:
A female underwent aaa repair in 2009. The renu converter inadvertently covered both renal arteries when the graft was deployed. It did not appear that the graft moved while deploying. It is possible the landmarks used to reference the renal arteries were not correct or the patient/bed moved or image intensifier moved. The physician is not sure. Unsuccessful attempts were made to pull the graft down. The patient was then converted to open surgical repair and the devices explanted and replaced with a surgical graft. Open repair successful at the time the patient was being closed at 1730 hours.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and the design requirements meet the needs of the user. Each device is shipped instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specific to placement of the stent graft, the IFU addresses this in multiple locations and, if followed, could prevent this type of failure mode from occurring; the IFU warns that inaccurate placement of the graft may result in inadvertent occlusion of the renal arteries. During the deployment procedure in the IFU, prior to pulling the sheath back to expose the first covered stent, the IFU instructs the user to check for the location of the renal arteries. Prior to the advancement of the top cap off the suprarenal stent, the IFU instructs the user to verify the graft does restrict flow to the renal arteries. The IFU contains notes that raise awareness to the user that the proximal graft makers are 2mm below the proximal edge of the graft material. On final inspection, each marker band on each graft is inspected to confirm they are correctly placed on the stent graft. The provided event description does not indicate that a previous stent graft was placed. It should be noted the renu line of grafts are indicated for secondary endovascular intervention in patients having received prior endovascular repair. No product or images were received to assist in this investigation. At this time, we are unable to determine the root cause of the difficulty encountered. However, we have contacted the appropriate individuals and we will continue to monitor for similar events.